Event description:
The customer indicated that erratic human thyroid-stimulating hormone (htsh) results were generated on a unicel dxc 600i synchron access clinical system for multiple patient samples. This report represents the erratic human thyroid-stimulating hormone (htsh) results, outside the stated precision claims of the assay, generated on a unicel dxc 600i synchron access clinical system on (B)(6) 2011 through (B)(6) 2011 for one patient sample. The initial result was above the normal reference range was generated on (B)(6) 2011. It was reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent repeat testing of the same sample on (B)(6) 2011, performed on the same instrument, generated results both within the normal reference range and above the normal reference range. Repeat testing of the same sample on (B)(6) 2011, on a different instrument, produced more stable, reproducible results above the normal reference range. Instrument quality control results were within the customer's established ranges during the timeframe of this event. The instrument system check performed after the event generated acceptable results within instrument specifications. The samples were collected in lithium heparin tubes and were centrifuged prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) stated that the customer had performed multiple precision tests using both quality control and patient samples. Results indicated acceptable result precision was being achieved. Precision data was not supplied by customer. The fse performed an instrument modification involving "ultrasonics - adjust to fixed 197v." Although instrument modifications were made, a definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2011-02049, 2122870-2011-02051, 2122870-2011-02099.